Manufacturer narrative:
Product event summary #s7 l damaged instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged lumbar probe. There was no patient present at the time of the event.